Event description:
Patient with sustained ventricular tachycardia (vtach) to 160s for approximately 2 minutes. Ge telemetry reading medium level yellow alarm and reading rhythm at tachy. Registered nurse was at bedside providing patient care. Rapid response called when vtach event began.